Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 269 mg/dl. It was stated that the customer had been getting no delivery and bad battery alarms for several days. The customer changed the infusion set, and that solved the problem with the no delivery alarms. The customer also reported low battery life. The nurse was given tips for maximum battery life. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.